Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount in an ambulance (medication, programmed amount and delivery rate unknown) during therapy. "They have determined the over infusion was due to human error." It was reported that it was a possible over infusion. It was also reported there was no patient injury.